Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted into the abdomen on 02/05/2018. The patient stated redness and a rash occurred on the abdomen. Sensor was worn for the full seven days. On (B)(6) 2018, the patient discussed the rash with a doctor. The doctor instructed the patient to contact dexcom. No medication was prescribed. At the time of contact, it was indicated that the patient was in good condition. No additional event or patient information is available.